Manufacturer narrative:
Results: the indigo system separator 6 (sep6) was fractured approximately 175.0 cm from the proximal end. Conclusions: evaluation of the returned device confirmed that the sep6 bulb was fractured. This type of damage typically occurs due to improper handling during use. If the rhv is not completely opened upon removal of the sep6, damage such as this may occur. The cat6 mentioned in the complaint was not returned for evaluation. Sep6s are visually and dimensionally inspected during in-process inspection and quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using an indigo system separator 6 (sep6). During the procedure, the sep6 was used with an indigo system aspiration catheter 6 (cat6). While retracting the sep6 to clear thrombus out of the cat6, the physician experienced resistance and upon removing the sep6, the physician noticed the sep6 bulb was detached. The sep6 bulb was found upon flushing the rotating hemostasis valve (rhv). The procedure was completed using a balloon catheter and a stent device. There was no report of an adverse effect to the patient.